Event description:
Catheter portion of implantable port system was severed. Catheter fragment noted on chest x-ray to be in superior vena cava, extending into the right ventricle. Pt was transferred to another facility to have fragment removed.